Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e216 scope communication error message. The issue occurred during device setup when connecting the scope to the video processor. There was no patient involvement.